Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 inch mic ext set w/1.2mf leaked on 5 occasions. The following information was provided by the initial reporter: material no: 20929e ; batch no: unknown. It was reported that filters were defective and reported leaking.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that filters were defective and reported leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20929e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 7 inch mic ext set w/1.2mf leaked on 5 occasions. The following information was provided by the initial reporter: material no: 20929e, batch no: unknown. It was reported that filters were defective and reported leaking.